Event description:
The customer reported to olympus that the bronchovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps channel port was shaved and there was a leak from the bending section cover. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation found the following issues: a leak from the bending section cover and the forceps channel port was shaved off, due to a cut on a-rubber, water tightness is lost, due to damage on charge-coupled device unit, the image has white dots, the adhesive on bending section cover is detached, the bending section cover has cut, low angle was noted, the grip is deformed, the indication on up/down plate is peeled, the suction cylinder is shaved, the universal cord has a dent, the light guide cover glass has corrosion, the objective lens, the distal end, the image guide protector, the connecting tube, the grip, the control unit, the scope cover, the up/down plate, the angulation lever, the universal cord and the scope connector all have a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the biopsy port was scraped due to rubbing of coil sheath of cleaning brush. No definitive cause could be identified. The event can be prevented by handling the device in accordance with the following description in the information for use (IFU). ·operation manual ¿ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other. Olympus will continue to monitor field performance for this device.